Event description:
Information was received from a consumer regarding a trial patient. It was reported that the patient was constipated the day of the report, but the following day stated that they were no longer constipated and that it helped with the urge. Patient's ankles were swollen and stated that they ended up having a bladder infection. Patient mentioned they were worried they would have a blood clot and had been prescribed antibiotics and felt a lot better. No further complications were reported.